Manufacturer narrative:
Evaluation in process, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported difficulty connecting to the flex cable. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.